Event description:
The sales rep reported that when the surgeon was intraoperative, the distal catheter was patent. As a result, the ventricular catheter and shunt were revised.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a cut in the silicone housing was noted. It might be possible that the device cam in contact with the edge of a sharp instrument during the implant or explant of the device. This however could not be confirmed. The valve was irrigated and an occlusion was noted. The siphon guard and catheter were irrigated and no occlusion was noted. The device was also tested for pressure and programming and failed the tests. Further examination revealed that the presence of biological debris was within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.